Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 137 mg/dl. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 60- 70 mg/dl; cause was not known. Customer attempted to self-treat by consuming carbohydrates, however, was treated with intravenous fluid of saline in the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.